Event description:
A pt's vns generator was explanted and replaced due to end of service. The generator was returned to the manufacturer for analysis. After the generator can was opened for analysis, supply current pulsing was over the limit on the post burn-in electrical test. Bench analysis of the caged module confirmed the out-of-limit (high) supply current pulsing. Analysis also found that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower r35 resistor value, the device met the specification requirements of the post burn-in electrical test. The out-of-limit supply current pulsing could potentially be a contributing factor to the end of service; however, results of the battery longevity prediction confirm that the end of service condition was an expected event with -2.09 years of battery life remaining.